Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) with balloon dilation procedure performed on (B)(6) 2023. During the procedure, the physician passed the balloon through the scope, positioned it and was able to inflate it to 18mm, then 19mm and finally 20mm. However, the balloon burst at 20mm and did not hold any liquid. The balloon was removed and the procedure was completed successfully with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation result: the returned cre fixed wire dilatation balloon was analyzed, and a visual examination found that the balloon was torn longitudinally. Microscopic inspection confirmed the balloon had a longitudinal tear. The catheter of the device was carefully inspected, and no damages were found. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst could not be confirmed. The longitudinal tear on the balloon could have been interpreted by the customer as the reported event of balloon burst. This physical damage is likely to have occurred due to factors encountered during the procedure, such as excess pressure, interaction with other devices, or anatomical factors. It is possible that interaction with any surface during the procedure could create friction on the balloon, causing a longitudinal tear. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
Device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) with balloon dilation procedure performed on (B)(6) 2023. During the procedure, the physician passed the balloon through the scope, positioned it and was able to inflate it to 18mm, then 19mm and finally 20mm. However, the balloon burst at 20mm and did not hold any liquid. The balloon was removed and the procedure was completed successfully with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.